Manufacturer narrative:
A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer report number: 2017865-2025-14474. Related manufacturer report number: 2017865-2025-14475. It was reported that the patient had infection. The entire pacemaker system was explanted. The condition of the patient is unknown.